Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use. The hp stated they had some sort of system error alarms in their last therapy and wanted to know what to do when they occur in the future. The technical service representative (tsr) had the home patient (hp) check the alarm log, found system error 2367 and system error 2240, the tsr explained the alarm, the hp did not had much info. The tsr suggested the hp call when having the alarm so baxter could trouble shoot call complete there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance was contacted by the home patient (hp) (B)(6) 2012 the regarding reported problem. The hp stated that they have been receiving system error (se) 2240 for the past five days in a row (see reference tab for listed complaints). The hp stated that the only day they have not had this alarm was on (B)(6) 2012. The hp stated each time this alarm occurs in their 5th fill, when they are almost done with therapy. The hp stated that each time they end therapy on the machine and start over with new supplies. The hp stated that they called in a couple of times. There were nothing unusual noted with the supplies that could have caused this alarm. They stated the bags were connected, and were not leaking. There cassette looked normal, no kinks, cuts or slices that could have caused the alarm. The hp stated they do not use extension, and did not connect early or disconnect at any time. The hp stated they do have samples available; they have one actual cassette they are willing to provide. They stated they do not know the lot number of the supply at this moment. The hp stated therapy is continuing but it is frustrating. The hp stated they have not spoken to their nurse yet, and will do so soon. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is available, and has been requested for evaluation. The lot number is unknown. Since the lot number is unknown no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Received actual sample in reference to se 2240. Set was placed on machine for priming and run with any alarms noted. The complaint could not be confirmed in the lab. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.